Event description:
Event description guidant received informtation that this implantable chf generator exhibited noise on the ventricular channel that resulted in pacing inhibition. In addition, review of the egrams indicates possible farfield oversensing of atrial pacing pulses by the ventricular channel. This patient recently had a new atrial lead implanted. Technical services (ts) discussed atrial lead position and/or loose connection to the pulse generator as possible causes for the observation. The patient became symptomatic as a result of the pacing inhibition.